Event description:
It was reported that a stent fracture occurred. The lesion was located in the mildly tortuous superficial femoral artery (sfa). During a follow up angiogram of in stent restenosis, the 6x150, 130 cm eluvia drug-eluting vascular stent system was noted to be fractured. The stent remained implanted. Atherectomy and stenting was performed using a jetstream and a non-boston scientific stent. There were no patient complications.